Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study and a manufacturer representative (rep). It was clarified that the patient's most recent reprogramming date prior to the event was on (B)(6)2017. It was also noted that the clinical diagnosis was updated to gait instability.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The event date was updated to 2018-03-19. It was also determined that the issue was resolved without sequelae on (B)(6) 2018. Interventions taken for this issue was the suspension of the therapy on (B)(6) 2018. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a healthcare professional (hcp) of a clinical study regarding a patient implanted with a neurostimulator. It was reported that the patient had worsening of lower extremity weakness and gait instability since their last visit in (B)(6) 2017 as a result the patient has had multiple falls almost daily resulting in a broken nose 4 times, an injured hip, and a fractured hand. The patient decided to turn off their implant in mid-(B)(6) and has since reported improved endurance. The event resulted in an emergency room visit with the stimulator turned off on (B)(6) 2018 as well. The event was related to the device or therapy, not due to programming, and not related to the implant procedure. The next appointment will take place on (B)(6) 2018. No further actions taken and no further complications are anticipated.